Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. Defective circulation pump found. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. Dfmea ra2800010, revision 26 was reviewed for this investigation. The reported event is addressed in step # ra57. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was an unusual noise coming from inside of the arctic sun device during use. Per review of wo on 09apr2025, device was used on patient and there was no patient injury report. Per follow up information received via mail on 09apr2025, it would be sent to imi. The issue has not resolved yet. Patient therapy completion status was under investigation.